Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed multiple system error 345 messages. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.